Manufacturer narrative:
Due diligence was executed for this event. Per the user biomedical technician, the issue was with the (B)(6) (bnc) cable connector and not with the olympus device. The bnc cables were installed by the user biomedical technicians upon the original installation of the device and are being maintained by the user. The device will not be returned. Supplemental report(s) will be filed as any further information becomes available.

Event description:
As reported for this event, the connector of the device was broken and there was no image. There was no reported patient involvement.

Manufacturer narrative:
The device will not be returned as the customer found the issue to be not with the device but with the bnc connector. An evaluation is done based on communication. This supplemental report is being submitted to provide this information. Please see the device history record specifying the status of the device at time of shipping are not available. Customer reported that the connector of the device was broken and there was no image. Upon communication with the customer, the customer informed that the issue was not with the olympus device, instead the third-party bnc connector that was being used to connect to the device was broken. There was no abnormality found with the device.